Event description:
The customer reported that during use of this drill in oral surgery, it became hot. The user felt the heat in the body of the handpiece and discontinued use. The procedure was completed using another handpiece without injury to the pt or user.

Manufacturer narrative:
Investigation results: conmed linvatec received this drill for eval and confirmed the reported problem of overheating. During testing, the unit exceeded manufacturer temperature specification on the motor end of the handpiece due to corrosion of the rotor. An eval of the concomitant bur guard found it exceeded manufacturer temperature specification due to worn bearings from extended use. The bur guard was last serviced in 08/2008. The service interval for this drill and bur guard is every six months. The customer will be provided additional education. The handpiece instruction manual warns the user of the following: prior to each use, this drill and all associated equipment must be inspected for proper operation. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: the use of a drill not functioning properly can result in injury to the pt or medical personnel. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the pt's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use.